Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure and the reported alarms was isolated to an open pulse wire between the distribution node (dn) and ECG b. The root cause for the open pulse wire and the reported alarms was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving "check therapy electrode" messages.